Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. Calibration and quality control were acceptable. A reagent issue was ruled out.

Event description:
The customer alleged they received questionable results for multiple assays for one patient on their c501 analyzer. The patient's sample was initially tested from the primary tube. The initial tina-quant albumin gen.2 (alb) was 4.87 g/dl and it was reported outside the laboratory. The sample was aliquoted into a sample tube and frozen. An additional liver function test was then ordered on the sample. The aliquot was thawed and tested. The repeat alb result was 1.67 g/dl accompanied by a data flag. The initial total protein gen.2 (tp) result was 2.91 g/dl accompanied by a data flag. The initial aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) result was 7 u/l. The initial phosphate (inorganic) ver.2 (phos) result was 1.3 mg/dl accompanied by a data flag. These results were reported outside the laboratory. The physician complained about the alb result and the sample aliquot was repeated. The third alb result was 4.71 g/dl. The repeat tp result was 8.05 g/dl. The repeat ast result was 21 u/l. The repeat phos result was 3.5 mg/dl. The patient was treated with phosphorus because of the discrepant low result. The customer could not provide the treatment information. The patient was not adversely affected by this event. The alb, tp, ast, and phos reagent lot numbers and expiration dates were requested but not provided.